Manufacturer narrative:
Citation: (B)(6) et al. Subclinical leaflet thickening and stent frame geometry in self-expanding transcatheter heart valves. E urointervention (2017) oct 13;13(9):e1067-e1075 doi 10.4244/eij-d-17-00373 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the use of 4d computed tomography (CT) to evaluate subclinical leaflet thickening and frame expansion after a transcatheter aortic valve replacement (tavr). All data were collected from a registry between 2013 and 2016. The study population included 75 patients, 25 of which were implanted with a corevalve, evolut r and a non-medtronic device. Serial numbers were not provided. The corevalve study population was predominantly female; mean age 81 ± 6 years. The evolutr study population was predominately male; mean age 80 ± 7 years. Among all patients adverse events included: moderate to severe paravalvular leak (pvl), electrocardiogram (ECG) changes treated with a permanent pacemaker implant and frame underexpansion, asymptomatic leaflet thickening and subsequent decrease leaflet motion. It was reported that the thickening and decreased leaflet motion could be temporarily reversed with anticoagulants and suggested that these observations are part of the thrombogenic process. No additional adverse patient effects or product performance issues were reported.